Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Image review of attached maps confirm radiofrequency ablation to the substrate of lateral apex and basolateral aspect of left ventricle (lv). Ventricular arrhythmia confirmed after onset of ablation in sweep graph and in photo of monitor view on recording system which appears to spontaneously terminate. The data log files were reviewed and the reported issue about energy output cannot be observed through data analysis. In conclusion, the reported adverse event could be observed through the clinical data review. The reported issue (energy output) was not confirmed through data analysis. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during radiofrequency (rf) ablation, while the catheter was positioned on the apex of the left ventricle (lv), a large amount of energy was delivered to the area surrounding the patient's heart. The patient jumped, screamed, and experienced chest pain. Additionally, the patient went into ventricular tachycardia for a few seconds after the energy delivery. This was initially described as an inappropriate shock from a non-medtronic implantable cardioverter defibrillator, though therapies had been disabled prior to the procedure and the device did not register any event. During the next application in a more latero-basal location on the lv, the patient again experienced chest pain, leading to case conclusion as no further ablation was needed. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product, product type: sheath product ID: non-medtronic product, product type: implantable cardioverter defibrillator (ICD) device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.